Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose levels that ranged between 1005-1050 mg/dl. Although requested, specific treatment details were not provided. The customer was discharged on (B)(6) 2023 with no permanent damage. Reportedly, occlusion alarms had occurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.